Event description:
It was reported that during a lap. Sigma procedure there was no function during the procedure. Another device was used to complete the case with no patient consequence. No add'l info is available about the event.

Manufacturer narrative:
Date sent: 11/7/2008. Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective action and preventative action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.